Event description:
Back of shoulder had pain. Consumer purchased patches. When she removed patch after wearing for 6 hrs, skin was burned. Pulled skin when patch was removed. She was using triple antibiotic ointment on dr's recommendation to heal skin. This occurred about a month prior to consumer contact. We have requested further medical info, but have not rec'd it to date. Consumer takes an rx for headaches daily at night.